Event description:
Related manufacturer reference number: 2017865-2022-06652. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial (ra) lead exhibited over-sensing noise and failure to sense and the right ventricular (rv) lead exhibited extra cardiac stimulation. Both of the leads were capped and replaced during the pacemaker replacement procedure on (B)(6) 2022. The patient was in stable condition.